Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), loss of column was observed during dilator insertion. Air bubbles were observed. The sgc was replaced with another device to complete the procedure. During the procedure, the clip was advanced into left atrium. Subsequently, an attempt was made to open the clip while checking perpendicularity above the valve. Difficulty was encountered while opening the clip. Tension was felt while rotating arm positioner. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.